Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant check-up, x-ray revealed the atrial lead was dislodged. Device interrogation revealed the lead exhibited loss of capture and loss of sensing. The device was reprogrammed to ventricular mode. The patient was in stable condition and had no complaints.

Event description:
New information noted that the lead was repositioned on (B)(6) 2017. All lead measurements were normal; the device was programmed to ddd mode. The procedure went well and the patient was in stable condition.